Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the fall and chest pain were not related to lead malfunction the patient tripped. The lead output is chronic and programmed accordingly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented post fall with chest pain. It was also reported there were high right ventricular (rv) lead thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.